Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to device design. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. A hybrid offset shell inserter was returned for evaluation. Visual examination of the returned product identified the hex bolt of the device had fractured from the inserter. The fracture surface indicate that the hex bolt was manufactured to blue-print revision c. This failure mode is a previously addressed design issue. . Because this device precedes the manufacturing change, the root cause is a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a primary total hip arthroplasty (tha) the tip of the shell inserter instrument broke off while attempting to impact the trial cup. Another inserter was used to complete the procedure. Additional information was requested, however none was available.